Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-april -2023, the patient reported the event of infusion set fell off during use. The infusion set had been used for 2 days. The blood glucose level was 180 mg/dl at the time of event. Therefore, the patient replaced infusion set and resumed insulin successfully. No further information available.